Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), groin pain ("spastic left inguinal fossa pain primarily at night"), uterine polyp ("uterine polyp"), arthralgia ("apparently inflammatory arthralgia") and diffuse alopecia ("telogen effluvium with spontaneous regrowth"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, groin pain, uterine polyp, arthralgia and diffuse alopecia outcome was unknown. The reporter provided no causality assessment for back pain, diffuse alopecia, groin pain, pelvic pain and uterine polyp with essure. The reporter considered arthralgia to be related to essure. The reporter commented: symptoms following insertion on (B)(6) 2016. Various manifestations, primarily osteoarticular; limping due to disabling arthralgia symptoms. The hip joint did not seem to be the cause of the spastic left inguinal fossa pain. Polypoid endometrium tissue was sent to pathology on (B)(6) 2020. Six-month follow-up not available. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: polyp. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), groin pain ("spastic left inguinal fossa pain primarily at night"), uterine polyp ("uterine polyp"), arthralgia ("apparently inflammatory arthralgia") and diffuse alopecia ("telogen effluvium with spontaneous regrowth"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, groin pain, uterine polyp, arthralgia and diffuse alopecia outcome was unknown. The reporter provided no causality assessment for back pain, diffuse alopecia, groin pain, pelvic pain and uterine polyp with essure. The reporter considered arthralgia to be related to essure. The reporter commented: symptoms following insertion on (B)(6) 2016. Various manifestations, primarily osteoarticular; limping due to disabling arthralgia symptoms. The hip joint did not seem to be the cause of the spastic left inguinal fossa pain. Polypoid endometrium tissue was sent to pathology on (B)(6) 2020. Six-month follow-up not available. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: polyp. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of pelvic pain ('pelvic pain'). In a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), groin pain ("spastic left inguinal fossa pain primarily at night"), uterine polyp ("uterine polyp"), arthralgia ("apparently inflammatory arthralgia") and diffuse alopecia ("telogen effluvium with spontaneous regrowth"). The patient was treated with surgery (bilateral coronectomy for essure removal with hysteroscopic resection of the polypoid endometrium). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, groin pain, uterine polyp, arthralgia and diffuse alopecia outcome was unknown. The reporter provided no causality assessment for back pain, diffuse alopecia, groin pain, pelvic pain and uterine polyp with essure. The reporter considered arthralgia to be related to essure. The reporter commented: symptoms following insertion on (B)(6) 2016. Various manifestations, primarily osteoarticular limping, due to disabling arthralgia symptoms. The hip joint did not seem to be the cause of the spastic left inguinal fossa pain. Polypoid endometrium tissue was sent to pathology on (B)(6) 2020. (B)(6) month follow-up not available. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on an unknown date, polyp. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), groin pain ("spastic left inguinal fossa pain primarily at night"), uterine polyp ("uterine polyp"), arthralgia ("apparently inflammatory arthralgia") and diffuse alopecia ("telogen effluvium with spontaneous regrowth"). The patient was treated with surgery (bilateral cornuectomy for essure removal with hysteroscopic resection of the polypoid endometrium). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, groin pain, uterine polyp, arthralgia and diffuse alopecia outcome was unknown. The reporter provided no causality assessment for back pain, diffuse alopecia, groin pain, pelvic pain and uterine polyp with essure. The reporter considered arthralgia to be related to essure. The reporter commented: symptoms following insertion on (B)(6) 2016. Various manifestations, primarily osteoarticular; limping due to disabling arthralgia symptoms. The hip joint did not seem to be the cause of the spastic left inguinal fossa pain. Polypoid endometrium tissue was sent to pathology on (B)(6) 2020. Six-month follow-up not available. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: polyp. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.